Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device was not functioning ¿ no rotation. It was noted that the device was displaying an e8 (system fault) error code, and there was a hole in the hose. It was further determined that the device failed pretest for safety assessment, no short circuit between sensor gnd and connector body, no short circuit between 5vdc line and connector body, no short circuit between hall sensors and connector body, no short circuit between phases and connector body, motor thermistor assessment, and loctite and cable assessments. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.